Event description:
Discordant low sodium results were obtained on multiple patient samples from 6:00 pm (B)(6) 2011. The results were released to the healthcare provider(s) who questioned the results. The laboratory repeated the samples on the advia 1650 and issued corrected reports for several samples. Four patients were hospitalized and two patients were administered sodium. The patients have all since been discharged. There were no reports of adverse health consequences due to hospitalization or treatment with sodium.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant sodium results was due to malfunction of the dilution mixer, clot sensor and the reaction tray temperature controller. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is needed.